Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had new bladder incontinence and walking and coordination problems. The neurosurgeon was telling the patient that she has signal changes in cord due to her spinal cord stimulation (scs) implantable leads. No known factors that may have led to or contributed to the issue were reported. No interventions or actions have been taken recently to resolve the issue. Additional information received from the manufacturer representative reported that the patient had a consult scheduled with a different neurosurgeon to remove the implant. Information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient representative (husband) reported that the patients ins implant had been removed. Caller stated that the ins was implanted to relieve the patient's deteriorating back. The caller described the patient as being a long term sufferer of lupus like autoimmune diseases and their connective tissues are all broken down from years of being on prednisone. Caller says the efficacy of the ins had started to decline so the hcp was trying to find something that would give the patient more relief. Patient received a spinal fusion of their l3-s1. Caller said there was some concern with MRI imaging because some of the views were difficult to see correctly, although the system was MRI compatible. Caller said the patient additionally had loss of their bladder control which is right near where the leads / stimulator were (caller says they were not expecting this was the reason, not at all) but there was concern that the pt would lose additional control if they didn't see what was really going on in that area well. Caller says these issues occurred not too much before the implanted ins was removed on (B)(6) 2021. Caller added that a short time prior to that the ins was not working and the pt had to have a super pubic catheter put in because their bladder stopped working and then in may they did the back surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that the issue had been resolved.